Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: bipedicular vertebroplasty with ablation it was reported that, intra-op, after ablation the right cannula purple handle on the top of the cannula broke loose and would freely spin. This would not allow for the metal cannula inside the patient to spin. On the left side, the same event occurred. When removing the cannulas they both became stuck. When trying to pull out the purple handle came fully off only leaving the metal cannula in the patients back. It took about 15 min to get grips to pull the cannula out of the patients back. No patient complications occurred as a result of the event.

Manufacturer narrative:
Product analysis: the inner shaft has been stuck inside the outer shaft from what appears to be dried cement. The handle has not separated. If information is provided in the future, a supplemental report will be issued.